Manufacturer narrative:
(B)(4). If implanted; give date: not applicable. Lens was partially inserted. If explanted; give date: not applicable. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that there was a technician error with a pcb00 intraocular lens (iol) during handling. It was reported that there was patient contact and follow up information provided indicated the lens was probably just partially inserted in the patient's eye. No further information was available.

Manufacturer narrative:
Corrected data: this report is being submitted as follow-up number one (1) for manufacturer report number 2648035-2016-00761. In review, what should have been follow-up #1 was inadvertently submitted with the number two (2) populated in section g6 type of report follow-up #. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The preloaded insertion system was returned at the manufacturing site for evaluation. The cartridge component was observed correctly engaged into lower body of the pcb00 device. The plunger component was observed in advanced position. Visual inspection at 10x microscope magnification showed that the lens was stuck at the cartridge tip and the leading haptic was unfolded. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.